Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there was oversensing observed on the right atrial (ra) channel of this implantable cardioverter defibrillator (ICD) system. Technical services (ts) determined the clinical observations were related to respiratory rate trend (rrt) oversensing. Additionally, it was noted the ra impedances have gradually decreased over the last year and are currently measuring 525 ohms. At this time, the ICD and ra lead remains in service. No additional adverse patient effects were reported.